Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a drop in right ventricular (rv) sensing was observed after connecting this implantable cardioverter defibrillator (ICD) to a competitor's rv lead. The device sensing was reprogrammed and defibrillation threshold (dft) testing was performed to ensure appropriate detection. Dft testing was successful. This ICD remains in service. No additional adverse patient effects were reported.